Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had an abrupt and erratic threshold change during the auto ventricular capture management (vcm) measurement. It was indicated that it appeared vcm was getting intermittent incorrect results because the lead threshold results could not be corroborated with in-office testing. The rv lead and device remain in use. No patient complications have been reported as a result of this event.